Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with spinal stenosis, pseudoarthrosis, and spinal instability. On (B)(6) 2005, patient underwent an anterior spinal fusion, l3-l5 using rhbmp-2/acs. On an unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that, on (B)(6) 2005, patient underwent following procedure: anterior spinal fusion l3-4, perimeter, rhbmp-2/acs, alograft, posterior lateral decompression of l4-5, l4 laminectomy, fusion l3-5, spinal instrumnetation, rhbmp-2/acs, allograft, nim, cell saver; for pre-op d iagnosis of: spinal stenosis and pseudoarthrosis.